Manufacturer narrative:
The medwatch h6 coding has been updated.

Event description:
There was an allegation of questionable gluc3 glucose hk gen.3 results for 1 patient sample on a cobas 8000 cobas c 701 module. The initial result was 0.8 mmol/l. The customer questioned the low result which prompted them to repeat the sample. The repeat result was 5.5 mmol/l.

Manufacturer narrative:
The reagent lot number and expiration date were not provided. The customer stated that qc was acceptable before the event. The field service engineer (fse) found a hole in the rinse tubing. The fse cleaned the reagent and wash station probes, and adjusted the gear pump head pressure, the wash station, and the sample probes. Calibration and qc were performed successfully. The customer did not report any other issues after service. The service maintenance actions performed by the fse resolved the issue.